Event description:
It was reported that the patient had outflow graft compression repair on (B)(6) 2025.

Manufacturer narrative:
Section a: patient weight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.